Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated for 3 days she had been getting high blood glucose readings on the contour next link. Her pump dispensed insulin accordingly and she experienced hypoglycemic symptoms such as shaking , sweating, difficulty breathing, and chest pain, at which time she would eat carbs, sugar tabs, and drink ginger ale to feel better. On (B)(6) 2018 she called the doctor and was advised to disconnect the pump. On (B)(6) 2018 she received a reading of 163 at 8:42 pm and accepted 4 units of insulin. She was shaky, and was feeling bad. She received a 166 mg/dl reading at 11:19 pm. At 11:30 and 11:48 pm her readings were 37 and 44 mg/dl , respectively. With her daughter's help she ate 45 carbs and drank more ginger ale, also customer decided to disconnect the pump once again and did not use it overnight. The following day the customer was getting high blood glucose readings because of the pump being disconnected. She felt thirsty, and was treated by drinking a large quantity of water. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.